Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change procedure. During the procedure, it was noted that the right atrial lead exhibited noise. The lead was capped and replaced. The patient was stable.

Manufacturer narrative:
The event date and the date received by manufacturer should have been (B)(6) 2020.